Event description:
It was reported to philips that monitor intermittently goes into a self test during use followed with screen freezing on reboot. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.